Manufacturer narrative:
Sections with additional information as of 21-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 20-mar-2020 to ensure that the customer's condition improved - able to establish contact with customer and stated that she was still not feeling well. Customer stated receiving medical attention on (B)(6) 2020. Ambulance was called due to customer experiencing burning feeling and hyperglycemic symptoms. Ambulance personnel performed a blood glucose test and obtained a result of 563 mg/dl and hi. Consequently, customer was transferred to the hospital and was administered IV fluids to lower her glucose level. Customer was diagnosed with hyperglycemia. Hospital discharged customer on (B)(6) 2020, when her glucose levels dropped to around 300 mg/dl. No new medication was prescribed to the customer and no additional blood tests were performed by customer using thi products. Note: manufacturer contacted customer in a follow-up call on 23-mar-2020 to ensure that the customer's condition improved - able to establish contact with customer. Customer was still not feeling well and was still having symptoms. No additional medical intervention was reported since the last call. Note: manufacturer contacted customer in a follow-up call on 25-mar-2020 to ensure that the customer's condition improved - able to establish contact with customer and stated condition has improved. Customer has not used thi products. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for e-3 error code. At the time of the call the customer reported feeling tired. Medical attention was not needed at the time of the call. Customer stated that her doctor is aware that her blood sugar is high. The product is stored according to specification in the bedroom; manufacturer's expiration date is 07/31/2021 and test strips were opened 03/06/2020. During the call a blood test was performed by the customer and produced result of e-3 using truemetrix meter.